Manufacturer narrative:
This is an infrequent occurrence that could pose a risk to the infant in an under supervised care unit. The dfu and labeling instruct the user on proper use. The subject lot was produced prior to the implementation of the modifications from a CAPA.